Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of capacitor failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's therapy capacitor and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
The customer indicates that the self-test does not pass, a cross is displayed at the level of the defibrillation test. There was no patient involvement.